Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the lens missing a piece of its haptic and presence of clear residue on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_12.6 diopter -10.5/+2.5/090 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.